Event description:
It was reported that balloon rupture occurred. The target lesion was located in the subclavian artery. A 12.0 x 40, 75cm gladiator¿ balloon catheter was advanced to the lesion. The balloon was inflated however it ruptured at 18 atmospheres on the first inflation. The physician was able to retrieve the whole system out from the patient¿s body. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was fine.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the subclavian artery. A 12.0 x 40, 75cm gladiator¿ balloon catheter was advanced to the lesion. The balloon was inflated however it ruptured at 18 atmospheres on the first inflation. The physician was able to retrieve the whole system out from the patient¿s body. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was fine.

Manufacturer narrative:
Device evaluated by MFR: no issues were noted with the tip section of the device. An examination of the balloon identified a longitudinal tear in the balloon material. The tear stretched along the main body of the balloon from the proximal to the distal markerband, measuring 4cm in length. A visual and microscopic examination found no issue with the profile of the device markerbands. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).